Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain"), fallopian tube perforation ("perforation of fallopian tubes"), genital haemorrhage ("heavy bleeding") and adhesion ("adhesion") in a female patient who had essure (batch no. 774399) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed endomerial ablation". The patient's concurrent conditions included type 1 diabetes mellitus, menometrorrhagia, uterine leiomyoma and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain \ cramping"), alopecia ("hair loss"), tooth disorder ("dental issues"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), infection ("numerous infections"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), cystitis ("bladder infection nos"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2013), surgery (on (B)(6) 2013 salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, adhesion, dyspareunia, abdominal pain lower, alopecia, tooth disorder, dysmenorrhoea, abdominal pain, infection, vaginal haemorrhage, menorrhagia, adenomyosis, cystitis, urinary tract infection, vaginal infection and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adhesion, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need additional surgery quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain"), fallopian tube perforation ("perforation of fallopian tubes"), genital haemorrhage ("heavy bleeding") and adhesion ("adhesion") in a female patient who had essure (batch no. 774399) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "failed endomerial ablation". The patient's concurrent conditions included type 1 diabetes mellitus, menometrorrhagia, uterine leiomyoma and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain \ cramping"), alopecia ("hair loss"), tooth disorder ("dental issues"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), infection ("numerous infections"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), cystitis ("bladder infection nos"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2013), surgery (on (B)(6) 2013 salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, adhesion, dyspareunia, abdominal pain lower, alopecia, tooth disorder, dysmenorrhoea, abdominal pain, infection, vaginal haemorrhage, menorrhagia, adenomyosis, cystitis, urinary tract infection, vaginal infection and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adhesion, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need additional surgery most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received: reporter, concomitant disease, essure lot number and events (menorrhagia, adhesions, adenomyosis, infection (bladder/urinary tract/vaginal), pain, perforation (fallopian tube), metrorrhagia and failed endometrial ablation were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain \ cramping"), alopecia ("hair loss"), tooth disorder ("dental issues"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), infection susceptibility increased ("numerous infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy to remove the essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, alopecia, tooth disorder, dysmenorrhoea, abdominal pain, infection susceptibility increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection susceptibility increased, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on 27-nov-2017: law suit. Events "painful menstrual cycles", "abdominal pain" and "numerous infections" were added. Essure's insertion and removal date updated. Additional lawyer added as reporter. On 28-nov-2017: law suit. No new clinical information provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In(B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain \ cramping"), alopecia ("hair loss") and tooth disorder ("dental issues"). The patient was treated with surgery to remove the essure in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.